Event description:
Report rec'd of suspected j retention wire fracture without protrusion through the outer polyurethane insulation. This incident was previously reported under an incorrect serial number.